Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The batteries were returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned battery measured less than one volt upon return. The accompanying uninterruptible power supply (ups) had blown fet's, which would cause the battery to become depleted. An electrical failure was observed. The uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ups was standalone tested and blown fet's were detected. All outputs measured normal voltage. The power button functions, as intended. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system will not boot up to the login screen. It will states "unable to connect". They rebooted the system but the issue continued. The site called back and said that they were in front of the system. They stated that the users would connect the system together in the hall and both carts would fully connect. Then they would unplug from the hallway and bring it into the room. The main cart battery is at 0%, as shown in the self-test. The account then would have to power on the main cart and the camera cart would still be on. This is likely the source of the connection issue. When both carts were connected and power off and on together, they were unable to replicate the communication issue. No patient was present at the time of the event.